Event description:
Complainant alleged that while attempting to defibrillate an adult male pt (age and gender unk) using pedi pads, the device inappropriately "hung up" and displayed "pedi pads on/off" and alternated between pedi pads and pedi pads ii message. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed. A request inquiry was put in to the customer to obtain additional info regarding details of this failure.